Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized on october 20th, 2016 due to a high blood glucose of 588 mg/dl and diabetic ketoacidosis. The customer was being treated in the ICU at the time of call. The patient was given a manual injection of lantus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings had an incorrect time and date; however, the bolus and basal settings were programmed accurately. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The reservoir was not returned for analysis.